Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of seven devices. Microscopic inspection of the opened loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the ope ned product was received with the loop broken, the force required to break the loop cannot be determined. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric procedure, the loop of the six sutures tore apart. Another suture was used to resolve the issue. No patient adverse events were reported.